Manufacturer narrative:
Sientra complaint #: (B)(4). At this time, the suspect device has not been returned for evaluation. Sientra will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
Patient claim breast implant illness, symptoms: muscle spasms, muscle twitching, atrophy in shoulder, neck pain, brain fog, memory issues, severe fatigue, right-side breast pain. There isn¿t an official medical diagnosis for breast implant illness.

Manufacturer narrative:
Sientra complaint #: (B)(4). Device evaluation: d9, g3, g6, h2, h3, h6, h10. Sientra received the suspected device from the customer and performed a failure analysis. The device was returned intact and functional with light yellowing. The device weighed 307.3 grams. No additional observations. Sientra will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.